Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02019, 3005168196-2021-02020, 3005168196-2021-02022.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary arteries using an indigo system cat12 aspiration catheter (cat12), an indigo system separator 12 (sep12), and a rotating hemostasis valve (rhv). During the procedure, the physician was able to insert the sep12 through the rhv on the first attempt; however, upon removing the sep12 and attempting to reinsert it through the rhv again, the sep12 would not go into the rhv. Subsequently, the physician removed and replaced the rhv with a new rhv from another lightning kit; however, when attempting to insert the sep12 through the rhv, the same issue occurred. Therefore, the rhv and sep12 were removed. Next, the physician opened a new lightning 8 kit to obtain a smaller rhv and completed one pass using the smaller rhv and an indigo system separator 8 (sep8). While using the sep8 during the second pass, the physician noticed that the wire distal to the bulb of the sep8 had broken off in the right pulmonary artery. Therefore, the physician used a snare device to remove the broken sep8. The procedure was completed using a new sep8 and the same cat12 from the first lightning kit. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary arteries using an indigo system cat12 aspiration catheter (cat12), an indigo system separator 12 (sep12), and a rotating hemostasis valve (rhv). During the procedure, the physician was able to insert the sep12 through the rhv on the first attempt; however, upon removing the sep12 and attempting to reinsert it through the rhv again, the sep12 would not go into the rhv. Subsequently, the physician removed and replaced the rhv with a new rhv from another lightning kit; however, when attempting to insert the sep12 through the rhv, the same issue occurred. Therefore, the rhv and sep12 were removed. Next, the physician completed one pass using a new smaller rhv and an indigo system separator 8 (sep8). While using the sep8 during the second pass, the physician noticed that the wire distal to the bulb of the sep8 had broken off in the right pulmonary artery. Therefore, the physician used a snare device to remove the broken sep8. The procedure was completed using a new sep8 and the same cat12 from the first lightning kit. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2021-02021. 1. Section b. Box 5. Describe event or problem this report is associated with MFR report numbers: 1. 3005168196-2021-02019; 2. 3005168196-2021-02020; 3. 3005168196-2021-02022; h3 other text : placeholder.